Manufacturer narrative:
The unit was returned to the manufacturing site for investigation. The unit was inspected, and it was noted that the interlock retaining screws were missing

Manufacturer narrative:
Ge healthcare¿s investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed. Device evaluation anticipated, but not yet begun.

Event description:
The unit was returned to the gehc service depot. While servicing the unit, it was noted that the interlock pins were missing.